Manufacturer narrative:
Device received on (B)(6) 2020. Device evaluation completed on (B)(6) 2020: during the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly within the rupture was observed consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with mentor memorygel sm mpp gel 400cc silicone breast implants which the right side ruptured after implantation. The issue was confirmed by the physician. As a result, patient underwent bilateral removal and replacements as follow: left replaced with cat#:3503504bc sn#: (B)(4), and right replaced with cat#:3503504bc sn#: (B)(4) on (B)(6) 2020.